Event description:
On an unknown date, a 24 mm amplatzer septal occluder (aso) was implanted. On an unknown date, the aso was noted to have embolized and was percutaneously retrieved and a 30 mm aso was implanted. The patient had no other adverse reactions and was discharged the following day.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 24 mm amplatzer septal occluder (aso) was implanted and embolized upon release from the delivery cable. The aso was percutaneously retrieved with a snare and a larger 30 mm aso (lot unknown) was implanted. The patient was reported to be stable and was discharged the following day. Patient privacy laws prohibit the account/site/customer from providing information regarding the case.